Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaking. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The customer reported feeling shaky and believed that her blood glucose was low; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 06/25/2025 and test strips were opened one month prior to the call. The product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly (opened day of call). During the call, a blood test was performed by the customer am fasting and produced test result of 107 mg/dl using true metrix meter.